Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit high out-of-range left ventricular (lv) lead impedances were observed along with loss of capture (loc). There was no evidence of asystole greater than two seconds as the patient is not pacemaker dependent. However as a result of the inadequate bi-ventricular pacing the patient's condition worsened. The lead was electronically repositioned and remains in service.